Manufacturer narrative:
Upon receipt the lead was found cut approx. 32 cm proximal to the lead tip. A proximal part including the connector pin was missing.the analysis revealed a damaged insulation as a result of wear approx. 22 cm distal to the lead tip. This insulation damage is considered to be the root cause of the observed oversensing of noise. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead mentioned in the complaint description. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed that the distal part of the lead was partly pulled out of the ring electrode which resulted most likely due to tensile forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had oversensing of noise and was explanted. The event and explant dates provided do not make sense so they were left off of this report.